Event description:
Patient brought down from room to perform MRI of the abdomen (mrcp). On the requisition sheet the patient's weight was stated as (B)(6) lbs; the weight limit of the mr scanner is 330 lbs, so the patient was placed on the MRI exam table. We began positioning the patient for the procedure when the table began to make a grinding noise and stopped. We tried to move the table once more to get the patient near to the centering point when the table, again, made a grinding noise and stopped. We brought the patient out, who stated that she was "too tight and can't breathe." We got the patient out of the MRI room and onto her bed. Biomed was paged and informed of the situation and will begin repair on the mr scanner.